Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: during investigation cs 128-fe88 (replace battery) was verified in the black box and history. Secondary error code fe88, is defined as a post delivery motor power supply fault, 128-fe88 alarm could not be duplicated when rewind was selected. The current reading was within specifications. No corrosion or cracks in the battery compartment or battery cap. Opened pump and removed from case, inspected power circuit no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.